Event description:
A report was received that during a trial procedure the physician had difficulties placing the lead inside the patient. The patient had several back fusions, where there has been a lot of stenosis formed. After several attempts to place the lead in the patient were unsuccessful, the physician chose to use a curved insertion needle. As the physician pulled out the lead, the last contact along with the hub of the needle broke off. An x-ray confirmed that one contact was left inside the patient. The physician chose to leave the contact inside the patient and the patient is doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-4210 lot# 12143400 description: curved insertion needle

Manufacturer narrative:
Device analysis for the trial lead indicated that the contact that broke off during the procedure was cut by the sharp edge of the epimed coude needle. The damage to the device was a result of the procedure and it is not considered a device failure. The hub of the associated epimed coude needle was also cracked off during the procedure. The damage to the device was a result of the procedure and it is not considered a device failure.

Event description:
A report was received that during a trial procedure the physician had difficulties placing the lead inside the patient. The patient had several back fusions, where there has been a lot of stenosis formed. After several attempts to place the lead in the patient were unsuccessful, the physician chose to use a curved insertion needle. As the physician pulled out the lead, the last contact along with the hub of the needle broke off. An x-ray confirmed that one contact was left inside the patient. The physician chose to leave the contact inside the patient and the patient is doing well following the procedure.